Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had observation of a spike in pacing impedances from 400 to approximately 1400 ohms late last month, and recently it noted that the rise in impedances were being oversensed by the minute ventilation (mv) sensor causing inappropriate atrial tachy response episodes. Technical services suggested to program the mv sensor off as a result. This system remains in-service. No adverse patient effects were reported.